Event description:
It was reported that the patient experienced a possible cardiac arrest following the procedure. The physician believes this was a result of hypoxia, unrelated to the device. The patient was admitted to the ICU and remains under medical supervision.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.